Event description:
Follow-up with the healthcare provider (hcp) reported that the return of parkinson's disease symptoms had been resolved. The hcp noted that this was not an adverse event and the MRI was planned for a different body part. The patient was seen on (B)(6) 2016; he was doing well and the implantable neurostimulator (ins) was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a sudden return of symptoms since having an MRI done on (B)(6) 2016. It has been confirmed that the device was off during the scan but it is unknown if the amplitude was reduced. The implantable neurostimulator (ins) is currently on and the patient was redirected to their health care provider (hcp). Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.